Event description:
Our country representative for sweden reported that he had a discussion with a vns physician and it was reported that they had a pt with high lead impedance on their system diagnostic test. The pt's vns programmed off. It was reported a radiologist reviewed x-rays which did not reveal anything unusual. The pt has not had any changes in their seizure pattern before or after their vns was programmed off. The pt did not have any fall or injury preceding the discovery of their high lead impedance they may have attributed to the event. The manufacture is pending receipt of pt x-rays for review. No surgery is planned at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.